Event description:
Patient had dislocation of the right hip and was admitted to (B)(6) hospital, where revision surgery was performed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.